Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported the apexpro telemetry server went down and lost telemetry monitoring for four and a half hours affecting ten pts. Alternate pt monitoring was not otherwise available. There was no reported pt injury associated with this event.